Manufacturer narrative:
Device remains implanted. If the device or add'l info becomes available, it will be reported on a supplemental report.

Event description:
It was reported that, "non union of gamma nail from 1st revision. Had a gamma nail that healed perfectly. The distal fracture was a non union, and we decided on t2 nail to compress distal transverse fracture. Inserted 13x400 t2 femoral nail. We placed 2 screws distally. Placed 1 screw proximally in the dynamic position. Inserted an advance compression screw and the compression screw bound in the most proximal screw hole and cold welded itself there. We could not remove it or advance it any further so therefore, we could not compress the fracture. The surgeon manually compressed the fracture because we could not get any active compression with the screw because it was cold welded in place."